Event description:
The information was received from the article: trivelato et al. Transitory brain stem edema following successfully transvenous embolization of a posterior fossa arteriovenous malformation. Clin neuroradiol (2014) 24:151-153. Medtronic (covidien) received information through literature review regarding an adverse event and the manufactured products involved. Treatment of a subarachnoid hemorrhage due to a ruptured posterior fossa arteriovenous malformation (avm). During the slow onyx injection, it was reported the entire nidus was filling and allowing some reflux up to the proximal part of the superior petrosal sinus after 22 minutes. Due to the reflux (approximately 2.5cm) toward the venous side of the avm, a decision was made to not remove the marathon catheter and to cut it at the jugular sheath level. The patient had an uneventful recovery, except for right vi hypoesthesia. MRI (magnetic resonance imaging) revealed an edema involving the lateral surface of the pons that was not present preoperatively. 15 (fifteen) days post procedure), angiogram demonstrated total occlusion of the proximal aneurysm. At 4 weeks, the patient was asymptomatic and MRI revealed complete resolution of the edema. Same event as MDR# 2029214-2015-00220.

Manufacturer narrative:
The report was created to capture the incident with the device and the post procedure complication. The information was received from the article: trivelato et al. Transitory brain stem edema following successfully transvenous embolization of a posterior fossa arteriovenous malformation. Clin neuroradiol (2014) 24:151-153. The lot history record review was not possible as the lot number was not reported. The onyx instructions for use has a warning that states: do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx¿ les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.

Manufacturer narrative:
(B)(4).